Manufacturer narrative:
(B)(4). Word order search: no similar complaint type events were reported for units within the same lot. Device evaluation: lens was returned dry, in a specimen cup, with clear surgical residue on product. Visual inspection found no visible damage to lens. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm micl13.2, -15.0 diopter, implantable collamer lens was removed from the patients eye because it was too big. The lens was later exchanged (different surgery) with a smaller lens and the problem was resolved.

Manufacturer narrative:
Additional information was received. The reporter stated the lens was implanted into the patients right eye (od) on (B)(6) 2018, removed on (B)(6) 2018 and exchanged intraoperative due to excessive vault and significant reduction of irido-corneal angles. This exchange did not resolve the problem. Choosing icl length shorter than recommended by calculator (wtw confirmed) still produced excessive vault. Iop remains good, cornea healthy. Will observe. Note: significant icl diopter power change noted. This was result of pre-op measurement, reliance on mrx rather than contact lens over-refraction, and was corrected with the second surgery. I believe this is independent from the issue of excessive vault. Wtw measured on multiple occasions using digital calipers. (B)(4). Claim# (B)(4).